Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "down", "up" and "contrast" keys are unresponsive. The keypad was removed to investigate and evidence of keypad contamination was located under "contrast", "up", "down" and "ok" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. The old screen was removed and replaced with a new test screen, contrast returned to normal with test screen.

Event description:
The patient contacted animas on (B)(6) 2012 and reported that the keypad buttons were sticking and scrolling screens. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.